Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. Granuloma is a known complication of a peg tube/j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed. Linked to medwatch reference #3010757606-2021-00708.

Event description:
On (B)(6) 2015, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, a granuloma was observed around the stoma and the patient was treated with antibiotic augmentin. On (B)(6) 2021, the patient was hospitalized for tubing re-evaluation. A duodenal ulcer and erosions in the stomach wall were discovered. On (B)(6) 2021, the peg-j tubing was removed. The physician determined that the tubing should be replaced after complete healing of the ulcers and stomach mucosa (events of duodenal ulcer and erosions in the stomach are reported under linked medwatch #3010757606-2021-00708).